Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the touchpad. The system was tested and verified as ready for use. Isi received a touchpad involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. When reviewing the remote error log, there were several errors 75 with p1 value of 2 which means touch controller returned a bad status, indicating problems such as broken corners or broken wires. The touchpad was installed and tested on the test system. The system started up without any error; however, calibration failed. Tried to calibrate several times, but the touch function was not responsive on the upper left and lower right corner. The calibration could not be completed. The root cause is attributed to component failure. Verification of the event details was performed by an isi tse. Per review, the following was confirmed: a gynecology procedure was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a non-responsive patient side cart (psc) touchpad. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the patient side cart (psc) touchpad was not responsive. Error 75 was observed in logs on the psc touchpad. The technical support engineer (tse) walked the caller through an emergency power off (epo) of the psc with no change. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.